Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/19/2025, a facility representative reported that a patient enrolled in the clinical study 'prospective study of hammer toe fixation using an intramedullary nitinol implant' experienced delayed wound healing. No further information was provided. Additional information has been requested.

Manufacturer narrative:
Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Additional information: b5, d1, d2a, d2b, d4, g3, g4, h1, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event due to delayed wound healing.

Event description:
Additional information was received on 10/3/2025: the patient underwent initial surgery on (B)(6) 2021, during which an ar-4158ds-12b dynanite pip was implanted. On (B)(6) 2021, the patient returned to the clinic due to pinkness and drainage at the incision site on the third toe. These symptoms were first reported over the weekend of (B)(6) or (B)(6). The patient experienced mild pain, pink coloration, and drainage. The healthcare provider noted thickening of the incision but no signs of systemic infection such as erythema, fever, or chills. The site was treated as a minor stitch abscess with topical bacitracin and a bandage. A precautionary prescription for keflex (500 mg, four times daily for 14 days) was provided. On (B)(6) 2021, the patient began taking the antibiotic due to increased pinkness, though drainage had stopped and no systemic symptoms were present. On (B)(6) 2021, a small ulceration was observed along the incision, probing to a depth of 5 mm. The healthcare provider debrided the area and removed a suture, then loosely closed the site and issued a new keflex prescription (500 mg, four times daily for 10 days). The incision was confirmed healed during a follow-up visit on (B)(6) 2021. All implants remained in place throughout the treatment period, and the patient completed the study on (B)(6) 2022. Additional information received on 10/6/2025: this event was indicated by the healthcare professional to be unrelated to the ar-4158ds-12b dynanite pip device.